Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged due to wear and tear. Customer stated there were cracks around the reservoir compartment. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.